Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2018. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. No autopsy was performed and the device was not returned for evaluation.